Event description:
Procedure: unk. According to the info submitted in the user facility report: retained piece from roticulating head left in pt (not sure which cartridge was being used-3 different ones used during case.) The user facility report was classified as a product problem with no adverse event. However, due to the lack of info from the user facility and the fact that attempts to acquire additional info have not clarified this event this report has been classified as a "serious injury" by the MFR. Future additional info may require this info to be updated.